Event description:
Related manufacturing reference number: 2017865-2023-21057 related manufacturing reference number: 2017865-2023-21058 it was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) was sensing noise on both the ventricular and atrial channels. The patient was asymptomatic. The noise could be reproduced once via provocative maneuvers. No changes were made as the physician chose to monitor the entire pm system. There were no consequences to the patient.